Event description:
Customer reported difficulty with the pump's quick bolus/wake button, which required multiple presses to activate the pump screen. There was no reported adverse impact to the customer's blood glucose level. Technical support advised using specific techniques to press the button and removed the pump from its case, which improved functionality but did not fully resolve the difficulty. As a result, technical support arranged for a pump replacement since it was under warranty. The customer was advised on storage mode procedures and instructed to return the problematic pump within ten days.